Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2010. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.